Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a small volume folfusor leaked. The location of the leak was unknown. The set was filled with fluoruracil. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added: the lot was manufactured from april 17, 2019 - april 19, 2019. The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the provided photograph showed fluid in the bag that contained the device which suggested a leak had occurred. Due to the nature of the returned sample, no additional testing could be performed. Therefore, the reported condition could not be verified or refuted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.